Event description:
It was reported that at ICD change-out for normal eri, insulation break was observed distal to the yoke. All electrical measurements were normal. Physician opted to repair the lead with a competitor 'lead repair kit'. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.